Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they are pretty sure they are 'rejecting' the device. Patient thinks they are rejecting the device because their back hurts so bad where the ins is. Consumer doesn¿t know if the ¿ins is too close to it.¿ patient reported they are pretty sure that when they lay on their right side it hits their spine. The pain was getting progressively worse the day of the report and the pain around the ins was unbearable. ¿it does not feel like it is right.¿ this reportedly started this month and was getting progressively worse. Patient has an appointment with their health care professional on (B)(6). Consumer reported they were given tylenol. Patient reported they have sarcoidosis which is an auto-immune disease and it attacks foreign objects in the body. It is reportedly not related to the patient¿s device. Patient reported they were in rehab the day of the report because of severe muscle tremors and shakes and they think they are because of the device. This reportedly began about 2.5 weeks prior to the report. Consumer reported that their health care professional moved their ins from their rear to flank which they think was on (B)(6). It was moved because it was not working for them as far as the position of it in the rear and they sit a lot. Patient¿s device makes them itch when they turn it on. It reportedly itches everywhere where it is stimulating and it is very uncomfortable. This reportedly began in (B)(6) 2018. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that on (B)(6) 2018 they were massaging their surgical area where the ins is implanted with an up and down movement. They were working on desensitizing it a little bit and working on the scar. When they rubbed their finger up, their finger got stuck under the battery. They did not think that was normal for the battery to lift up. The patient stated that it was stinging and their healthcare professional (hcp) had to go further into the muscle that they thought because the battery is so big. The patient was putting on their jeans later that day and the bottom part of the battery got caught on their jeans. The battery is straight out, not quite straight, but to the point where their finger can wedge up underneath it. The patient noted that when they rub up or go to put their pants on or bend/stand the ins gets caught. The battery is not outside of their skin but is pressing up against the skin on the surface. It was unknown when the ins moved. The patient noted that they have to place the antenna on a completed different place than they originally had to. When they place the antenna where their manufacture representative (rep) told them to on the bottom right hand corner furthest from the center to connect it is now towards the center completely. During the report the patient confirmed that they were able to successfully connect and were on group e. The patient was redirected to follow up with their hcp. No further complications were reported/are anticipated.